Event description:
It was reported during an atrial fibrillation ablation procedure, the irrigation tubing broke form the catheter handle. During the ablation procedure, the four pulmonary veins were isolated and a cavotricuspid isthmus block was created. The physician heard a cracking sound and noted the broken tubing. The procedure was completed successfully by replacing the catheter with another catheter and there were no consequences to the pt.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation is completed, a follow up report will be submitted.